Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted for the endovascular treatment of a 35mm in diameter thoracic aortic ulcer. The case was a success with no endoleak present post-op. The proximal aorta was 28-27 mm in diameter. The distal aorta was 27 mm in diameter. The left iliac artery was 10mm in diameter. The left femoral artery was 8-9mm in diameter. Thrombus was noted at the proximal and distal implantation site. It was reported that after the procedure, the patient expired in recovery after being extubated without any other symptoms. The patient did not have any comorbidities. The cause of death is unknown as the patient did not have an autopsy.